Event description:
Information was received from the patient's history record that this lv lead was placed on (B)(6) 2010. Xray on (B)(6) 2010 noted some left pleural fluid present. The subject was hospitalized on (B)(6) 2010 for left pleural effusion. A chest tube was placed on (B)(6) 2010 with approximately 2l of serosanguinous fluid removed. The patient was discharged on (B)(6) 2010. On (B)(6) 2014, it was noted that device check showed 'lv capture elevated' lv amplitude to 2.5 volts.